Event description:
The customer reported erroneous high ise (ion selective electrode) patient results were generated on the au680 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse noted that the customer had incorrectly installed the buffer syringe case and the syringe; the mixer rod was also slightly wobble. The fse performed the following tasks to resolve the issue: replaced mixer rod; replaced flow cell drain tubing tightened and adjusted buffer syringe case and position of nozzles cleaned ise and ise drain cup. (B)(4). Patient demographic information was not provided. Patient data was not provided.